Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 57 mg/dl and went up to 500 mg/dl. Customer stated insulin pump was suspended. The device will not be returned for analysis.